Event description:
As reported for this event by the customer, at the beginning of the therapeutic ureteroscopy, lithotripsy double j stenting procedure, the device was presented to be ready for the doctor to insert into the wiscope. The scrub nurse removed the device from the package and clipped the device with a surgical clip to the cloth covering the patient. The doctor then proceeded to insert the device into the wiscope; however, there was no light emitting from the device as observed on the screen. The wiscope and the device were removed from the patient for checking. It was observed that the device had been broken when the scrub nurse clipped the device to the cloth. The procedure was completed with a new similar device in an hour. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
The fiber was returned in its original packaging and inspected at the bnp facility on 5dec2022. The proximal handle of the device is intact without any visual defects. The distal tip is intact and appears unused. There is a kink about a foot from the distal tip and the fiber is completely severed into two pieces near the mid-point of the fiber. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The probable cause of the fiber break has been due to the fiber being clipped to the curtain which likely bent beyond the minimal bend radius or was kinked at the clip point. A manufacturing/ labeling defect was not identified, the root/ probable cause of the complaint was not related to user technique/ human factors or related to device labeling/ design and the complaint trending limits were not crossed.